Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and was accidentally run over by a scooter, and as a result, the touch screen became shattered and unresponsive. Customer¿s blood glucose was 251 mg/dl. Reportedly, customer reverted to an alternate pump and also confirmed manual injections are available for insulin therapy.